Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 585 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer declined to troubleshoot and advised the insulin pump functioned properly. Customer advised they changed out the infusion set.